Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the opened position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination notes kinks in basket sheath located at 29 cm and 61 cm from the distal end of the basket sheath. Functional testing determined the handle actuates the basket formation to the open position. When the handle is in the closed position, a gap in the closed basket wires is visible. The gap has the appearance of being ¿caught¿ or ¿pulled¿. A review of the device history record for lot number 9361588 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed no other complaints associated with lot 9361588. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that would open and close when the handle was functioned, but the basket did not have a proper shape in either the open or closed positions. The gap between the 3 basket wires was not consistent, it appeared one of the basket wires had been caught on something or pulled, causing it to become displaced. Devices are tested for functionality and damage during manufacturing and quality control checks. The exact cause of the observed damage could not be determined, but possibilities are that the device was damaged when packing, damaged when removing from the tray, or damaged by handling before use. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 27feb2019. The patient had a previous history of kidney stones and was undergoing kidney stone lithotripsy. The procedure was completed successfully and there have been no adverse effects to the patient reported.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to patient contact, the user tested the function of the basket but it would not open/close. A different device was used instead and the procedure was completed.